Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: the pump was returned with a torn keypad at the top of the down keypad button. The contrast, ok and down buttons responded to testing. The up button was unresponsive to testing. The keypad was removed to investigate and contamination under the contrast, ok, down and up button contacts was observed. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.